Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, and the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Both low bg and high bg causes were not known. The customer consumed carbohydrates to address the low bg, and a correction bolus was delivered to address the high bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.